Event description:
A customer reported an x8-2t transducer was not articulating properly during use on an epiq 7c ultrasound system. There was no patient or user harm associated with this event. Philips has started an investigation, and upon completion, a follow-up report will be submitted.

Manufacturer narrative:
A thorough investigation was performed to determine the cause of the reported problem. The customer¿s immediate concerns were addressed by replacing the transducer. The investigation found the transducer is capable of articulating in all four directions and meets the minimum angle requirements. The reported problem has not reoccurred at the customer site post repair.